Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack where the reservoir goes in and it snapped off when he changed the reservoir. The customer's blood glucose was 10.7 mmol/l at the time of incident. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.